Event description:
It was reported that a patient presented remotely via merlin.net. Upon examination of the transmission, the patient's right ventricular lead was found to have over-sensing of noise. An electromagnetic interference source was suspected as the source of the noise. Corrective programming changes were made. The patient was stable throughout.